Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a fracture of the distal radius. The operation of the internal plate fixation was performed on (B)(6) 2012. After the bone union, the surgeon confirmed the screws were broken when removing. It is unknown when they got broken and/or the date the hardware was removed. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.